Manufacturer narrative:
Device expiration date: unknown device manufacture date: unknown (B)(4). Investigation summary: one unused primary set, model 10010453, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's drip chamber was disconnected from the tubing. No other defects were observed. The customer's complaint of tubing separating was verified. A device history record review could not be performed on model 10010453 because a lot number was not provided by the customer. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. Dimensional measurement confirmed the tubing to be within specification.

Event description:
It was reported that the gem 20dp v/nv ntg 1.2mf 1ss dehp free experienced component separation. The following information was provided by the initial reporter: complaint 1 of 3. We have had some issues with our IV infusion tubing in the nicu. We have had the infusion tubing completely come apart in different areas of the tubing. My staff have placed verge events for these and I have saved the tubing for further investigation if needed. I am very concerned because this tubing is attached to central lines in all cases. Material no: 10010453, batch no: unknown. It was reported that there were 3 instances where infusion tubing has come apart in different areas. "At the drip chamber where it connects to the tubing". What was the date of this event? (B)(6) 2021.